Manufacturer narrative:
The pump was returned for a defective component as a result of customer abuse. Through the review process, a review of the pump's lot determined the pump additionally had a defective motor. The device performed as designed by capturing the defective component and signaling, via audio and visual alarms, that an internal fault existed. In this instance, the pump log shows a pump fault 1011 was signaled to the operator. The root cause for the failure was determined to be a defective motor encoder.

Event description:
The customer returned the pump because the pusher mechanism was stuck (pump was dropped). During the review process, the repair technician found a motor fault (pwm error) occurred while the pump was previously being used.